Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer number: 1627487-2022-02995, 1627487-2022-02996. It was reported the patient experienced an injury at work and x-ray confirmed fracture of both leads. The patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention occurred wherein the system was explanted and replaced to address the issue.